Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known potential adverse events addressed in the product labeling.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade iii, edema, "peripheral fluid," folds, and "patient began to feel hooked.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side pain and rupture. The device remains implanted.